Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #1219856-2010-00284 for the first event involving the same patient. It was reported that during an emergent insertion in the cath lab, the intra-aortic balloon (iab) was prepped per instruction, a vacuum was pulled and the iab was removed from the tray. The sheath was inserted into the patient's femoral artery. The iab membrane was unwrapped and as a result, the iab could not be inserted. The md made a request for a third iab and this iab was prepped and inserted without difficulty. There were no reported patient complications or injury.